Event description:
It was reported that while on a patient, the anesthesia workstation generated an alarm for high airway pressure and technical error codes indicating ventilation issues. There was no patient harm. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by our field service engineer at the hospital. The investigation showed that the reported problems were caused by a bad connection in the cable between the valve driver pcb and the expiratory channel pcb. The cable was reconnected where after the anesthesia workstation functioned normally. The device was returned to clinical use after successful testing. Evaluation of the received device logs confirm the reported failure.

Event description:
Manufacturer´s ref #: (B)(4).